Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the direct current power supply (dcps) and pdu fan tray were defective. The fse recommended to replace the dcps. No replacement has been performed by philips since the service quotation was not accepted by the customer. To resolve the issue, the customer repaired the dcps. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.